Event description:
Information was received from a healthcare provider regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence it was reported that the patient presented to medical facility because their stim was off, but starting about 1 hour ago has been "firing" "constantly." Caller said they were trying to connect to therapy, but the patient only had the communicator and not the handset. Additional information was received from the patient (pt). They reported that on thursday (B)(6) 2026, they got out of bed and was shocked to death from their feet to their waist. Patient said they had to go to the ER and a staff member synced up to their stimulator and turned it off, it had never been shut off for months previous to that. Pt said they were given 5 shots of morphine to take the pain away. Patient reported they were sick in the hospital and can't do anything because of the shocking, it affected their lower back. Pt repeated several times their implant was defective and they need an MRI. Offered to assist patient to use their equipment to activate MRI mode but patient said they were in a hospital bed and no one at the hospital would help them. The issue was not resolved through troubleshooting. Additional information was received. They reported that they were able to connect to implant and stimulation was off when connected. Patient was holding the communicator in place and said that when communicator was over the implant, patient experienced shocking at implant site. Reviewed placing cloth barrier over skin.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-jan-15, additional information was received from a healthcare provider. It was reported that the patient went to the hospital for urinary retention on (B)(6), where a catheter was placed. The caller said the patient's doctor redirected them to the manufacturer to check the implant. Technical services(ts) reviewed the rep's role and gave caller the national answering service contact to page the rep. Per the caller, the patient said the device was "deactivated", ts was not able to get clarification as to if handset isn't working or not.

Manufacturer narrative:
B5 has been updated to include information previously captured in 3004209178-2026-01097 as it was determined that this information pertains to this report instead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). The caller indicated that the patient was admitted to the hospital on (B)(6) 2026 because the ins was causing intractable low back pain and rectal pain. The ER found that there was a dislodged component or some other issue. An orthopedist determined that the issue caused some low back damage. A manufacturer representative (rep) met with the patient on (B)(6) 2026 and determined that the ins "grossly malfunctioned" according to the caller. The caller wanted a report from the interrogation that occurred in (B)(6) 2026. Technical services reviewed information about the device and transferred the caller to nas to page a field rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.